Event description:
It was reported that the ilet user experienced hyperglycemia after eating a rice cake snack, with glucose values peaking at 285 mg/dl, and the ilet continued delivering correction without device alarms or infusion set issues. The event was associated with user procedure, specifically a missed or improper meal announcement on the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.